Manufacturer narrative:
This lead was discarded following revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited non-detection and loss of capture (loc) due to dislodgement. A revision procedure was performed wherein the lead was explanted and replaced. Tissue was noted to be entwined in the helix of the lead upon extraction from the patient. Following the procedure the patient reported pain. No adverse patient effects were reported.